Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid. Visual inspection found the lens optic and haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was explanted and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative: lens rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).